Manufacturer narrative:
Date received by manufacturer: 01aug2019. Date of report: 02aug2019. The resistance and resistance ratios were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the screen was not calibrated and error: back touch detected. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR : 12apr2019. The manufacturer's field service engineer (fse) confirmed the reported calibration issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.